Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set's cannula was bent. Reportedly, the patient had nausea and abdominal pain. It was reported that the patient's blood glucose was 300 mg/dl and experienced diabetic ketoacidosis which was self-treated with manual injection. The patient was admitted to the hospital because of lactic acidosis hyperglycemia and was given some unspecified fluids as a corrective treatment. Also, it was stated that the site location was patient's abdomen and it looked irritated. The infusion set was used for two days. The patient was hospitalized for over a weekend. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.